Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was a cut on the outer insulation and overlay tubing and visual analysis noted apparent explant damage.

Event description:
It was reported that the patient experienced anti-tachycardia pacing (atp) with possible non-capture by the right ventricular lead which led to a shock. The lead was dislodged and there was high threshold and low pacing impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.